Event description:
Patient noted to be fussy. Rn entered bay and noted bed to be wet and neopic end broken off of line attached to patient. Two dots visible and dressing was still intact. Nicu [neonatal intensive care] charge rn and nicu app [advanced practice provider] to bedside. App removed remaining PICC [peripherally inserted central catheter] tubing. Line was replaced with new PICC. Per unit leader review: "no concerns with line care, practice, management. Line simply broke off under dressing and was noticed to be broken when baby was fussy and wet."